Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: d10, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the balloon was scratched due to stress being applied to it causing the balloon to fall off when inflated. The event can be detected and/or prevented by handling the device in accordance with the instructions for use which state: ·do not use excessive force to remove the stone or remove the stone suddenly. There is a risk of major bleeding, mucosal damage, edema, balloon rupture, or the balloon not being able to deflate and be removed from the target area. ·do not use excessive force to remove the stone or remove the stone suddenly. There is a risk of major bleeding, mucosal damage, edema, balloon rupture, or the balloon not being able to deflate and be removed from the target area. ·if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient. ·if the balloon no longer deflates, please pull it out using appropriate methods based on your professional judgment. If you apply excessive force to the balloon catheter when it is no longer deflated, there is a risk of major bleeding, mucosal damage, edema, rupture of the balloon, or breakage of the tip, which may remain in the target area. ·do not inflate the balloon with any syringes other than the attached premeasured syringes. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. ·do not inflate the balloon with any syringe other than the pre-measured syringe included with this product. There is a risk that the balloon may burst and cause damage to the mucous membranes, or fragments of the balloon may remain inside the body. ·be sure to check the size of the treated duct under the x-ray image before inflating the balloon and use the premeasured syringe as described to obtain the desired balloon diameter. Besides, make sure to feed air carefully while observing the balloon under the x-ray image. Otherwise, the balloon may be inflated larger than the diameter of the bile duct, resulting in excessive dilation of the bile duct or mucous membrane damage. Or the balloon may burst, causing mucous membrane damage or the pieces remaining in the duct. ·before inflating the balloon, check the approximate diameter of the bile duct using an x-ray image, and use the pre-measured syringe according to the diameter of the bile duct, referring to the inflation diameter display on the pre-measured syringe. Also, be sure to carefully inflate the balloon while checking the x-ray image. Inflating the balloon excessively relative to the diameter of the bile duct may lead to overdilation of the bile duct and damage to the mucosa. Alternatively, the balloon may burst, leading to mucosal damage or fragments of the balloon remaining inside the body. ·do not inflate the balloon rapidly. The balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. ·do not forcefully inject air into the balloon. There is a risk that the balloon may burst and cause damage to the mucous membranes, or fragments of the balloon may remain inside the body. ·do not inflate the balloon with too much air. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. ·do not inject more air than the specified amount into the balloon. There is a risk that the balloon may burst and cause damage to the mucous membranes, or fragments of the balloon may remain inside the body. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) medical center. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the balloon did not inflate when air was pumped. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when trying to inflate the single use 3-lumen extraction balloon v, the device would not inflate. The issue occurred during a diagnostic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the balloon was torn, fell off and was missing. The report is being submitted due to the defect found during evaluation.